Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 57-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, there was a pump stop with multiple unsuccessful restarts. Multiple conversations had with team in previous weeks about longevity of pump and its run time. Md wanted to wait until decision was made by accepting hospital before performing change out to a new pump. Cardiology was called after pump stoppage and pump was pulled into descending aorta. The patient was taken to cath lab and impella replaced with new impella cp. No issues noted on removal. There was no patient harm related to this event.

Manufacturer narrative:
The investigation for the reported pump stop has been completed. The impella device was not returned for evaluation. However, data log was reviewed and it revealed 119 pump stops on day twenty. Multiple attempts were made to restart the device with no success. Without additional clinical evaluation and device not be returned, the root cause of the pump stop could not be determined.